Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6), 2008 with a biomet custom component and competitor product. Subsequently, the patient was revised on (B)(6), 2014 due to a loose competitor tibial component and the patient outgrew the biomet custom device. During the procedure, the custom part was measured at 160mm long; however, the label stated the part was 130mm long. The custom stem and reamer were modified and utilized to complete the procedure. A 30-50 minute delay occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08874 / 08875).

Manufacturer narrative:
The custom part left biomet conforming to drawing specifications, but the drawing specifications were incorrect. Drawings and documentation are being revised to address the reported issue.